Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h833298608, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 800 mcg/day via an implantable pump for head/brain injury and intractable spasticity. It was reported that the patient¿s medical history included severe traumatic brain injury, spastic quadriplegia, and the patient was non-verbal. It was further reported that the patient had a need for planned pump replacement. It was noted that no withdrawal was noted but in retrospect there were descriptions of the patient having high tone days and low tone days. Catheter studies included x-ray and catheter access port (cap) aspiration that had been normal, but patient on high dose of 1600mcg/day. At replacement no cerebrospinal fluid (csf) flow occurred spontaneously or with aspiration via catheter. The catheter connector was noted to have tissue material in it. There was also some obstruction in the deep part of the connector. Photos of the removed connector were provided. The catheter was revised; a new model 8578 catheter component / connector was placed. There was then better csf flow from catheter and spontaneous flow from catheter connector. The catheter was attached to pump and aspiration through cap was also normal. Environmental/external/patient factors that may have led or contributed to the issue were indicated as having been none. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s weight was unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event. The patient¿s medical history included: severe traumatic brain injury, spastic quadriplegia, and non-verbal.

Manufacturer narrative:
Intervention required was not previously checked in error. The type of report was indicated as being a reportable malfunction in error and had been corrected in this report to reflect a reportable serious injury. Analysis of the catheter component revealed no significant anomaly. Analysis noted a non-significant indent in the seal of the connector that did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The catheter component was returned to the manufacturer for analysis.